Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set that one (1) device came apart when the retraction button was engaged. The needle did not retract, and blood splattered. There was no needle stick injury. No further health impact or consequence was reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka.

Event description:
It was reported while using bd vacutainer® push button blood collection set that one (1) device came apart when the retraction button was engaged. The needle did not retract, and blood splattered. There was no needle stick injury. No further health impact or consequence was reported.